Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4) and DHR review, omsc surmised that the reported phenomenon was attributed to the failure of cable due to the user handling such as the excessive force being applied to the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. There was no report of patient injury associated with the event.